Event description:
Reporting status: death. Reporting rationale: unk relation between the device and the pt death. Device issue: none. It was reported that a vision 4.0 x 12 stent was placed in the vein graft to the left anterior descending (lad) artery. Two add'l stents from another company were also place, a 2.5 x 14 mm in the left main artery and a 2.0 x 18 mm in the distal lad. The pt died five days after the procedure. It was unk if it was the stent in the graft or the other stents that contributed to the pt death. No additional event or pt info is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including pt information and pt status from the hospital, field contact or distributor. Product performance engineering reviewed the incident information. Thrombosis, and myocardial infarction as noted in the instruction for use (IFU) and product risk assessment, are known adverse events associated with coronary stenting. These known pt effects are not necessarily an indication of a product quality problem. Death is also listed in the IFU as a potential adverse effect of coronary stenting.